Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address acetabular loosening. Doi: 2008/2009 - dor: (B)(6) 2010 (left side). Update 05/08/2013 - litigation received 04/30/2013. Complaint changed to legal. Doi: (B)(6) 2009. Litigation alleges patient had pain, stiffness, discomfort and weakness which negatively affect mobility; toxicity of metal in the body; and the ability to perform normal physical activities is limited after asr hip implant. Revision surgery found a "murky fluid, which appeared metallic" and noted that "it was obvious the acetabular component was loose". There is no new information that would change the outcome of the investigation. Product head added and reported. Update (5/30/2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update nov 3, 2015 litigation papers received. The stem and sleeve are being added for elevated ion levels. The complaint was updated on nov 30, 2015.